Event description:
It was reported that rotation speed was unstable. A percutaneous coronary intervention was being performed on a 75% stenosed, moderately calcified, and moderately tortuous lesion. A 2.00mm rotapro was being used for treatment. During the procedure, it was noted that the rotational speed of the rotapro was unstable. The set rotational speed was 160,000 rpm but speeds of 200,000 rpm were noticed while the device was being used. The rotapro device was removed from the patient and a new 2.00mm rotapro was opened and used to complete the procedure successfully. No patient complications resulted due to this issue.

Event description:
It was reported that rotation speed was unstable. A percutaneous coronary intervention was being performed on a 75% stenosed, moderately calcified, and moderately tortuous lesion. A 2.00mm rotapro was being used for treatment. During the procedure, it was noted that the rotational speed of the rotapro was unstable. The set rotational speed was 160,000 rpm but speeds of 200,000 rpm were noticed while the device was being used. The rotapro device was removed from the patient and a new 2.00mm rotapro was opened and used to complete the procedure successfully. No patient complications resulted due to this issue.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the rotapro atherectomy system. The burr catheter was received detached from the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection presented no damage or irregularities to the device. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. The rotapro advancer was then connected to the rotapro control console system. The advancer was able to reach optimum speed. During functional testing there was no abnormalities to the device, and it ran with no issues.